Event description:
It was reported that an ilet user called to ask about running meals in an auto mode and was informed that only meal announcement or no announcement is available, and also reported persistent morning hyperglycemia around 200 mg/dl attributed by the user to dawn phenomenon. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms, no hospitalization, and assignment for additional training with troubleshooting and education completed. Investigation included a review of user-reported performance and provision of education regarding meal announcement use and action planning. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors, including physiologic dawn phenomenon and optimization of use, as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial with use-related and physiologic contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.